Event description:
Adverse effects due to silicone breast implants under the muscle. Left breast pain, left axillary pain x 2 yrs. Left chest pain, auto-immune complications; hashimoto's, borderline dm, pre-mature ovarian failure (menopause at 32). Fatigue, vertigo, repetitive upper respiratory infections. Child born with severe respiratory complications involving multiple hospitalizations. (Post implant) I have had a lot of recent blood work ruling out any genetic mutations - all have been negative. Transferring medical care to a higher level of care due to my endocrine systems failing. Auto-immune complications with unsolved reasoning at this time.